Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to pulmonary embolism (pe), followed by an unsuccessful retrieval attempt on (B)(6) 2019 and a successful retrieval on (B)(6) 2019. Patient is alleging tilt and vena cava perforation. The patient further alleges constant pain, migration, suicidal ideation, insomnia, distress, social/work problems, physical limitations, anxiety, depression, and attention-deficit disorder (add). Report from CT (computed tomography): "an inferior vena cava filter is present. Caval perforation of several struts is noted. The anterior strut is seen abutting the posterior wall of the 3rd segment of the duodenum. No involvement of the adjacent abdominal aorta, right ureter, vertebral body or iliopsoas muscle is noted. The tip is in proper position located below the confluence of the left renal vein. Mil medial tilt of the filter is noted." Retrieval report (attempted): "patent ivc, normal caliber. Filter tilted dorsally and to the left. As seen on the CT scan, filter legs/prongs extended beyond the walls of the ivc. Filter hook embedded in the wall of the ivc. Smooth, endothelialized contour at the level of the superior most aspect of the filter. Impression: filter could not be retrieved due to endothelialized filter hook." Retrieval report (successful): "successful retrieval of ivc filter using laser sheath as detailed above."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc perforation, embedment, difficult to retrieve, migration, tilt, pain, anxiety, depression, add, suicidal ideation, insomnia, distress, social/work problems, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, depression, add, suicidal ideation, insomnia, distress, social/work problems, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Various dates, medical opinion: "positive for perforation (grade 3) and tilt, negative for migration. According to the medical record, the cook gunther tulip ivc filter was placed on (B)(6)2010. Lumbar spine x-ray (B)(6)2018. Cook gunther tulip ivc filter. Infrarenal mid l2 to inf l3. Right rib x-ray (B)(6)2019. Cook gunther tulip ivc filter. Infrarenal mid l2 to inf l3. Probably no migration. CT abd and pel (B)(6)2019. Cook gunther tulip ivc filter. Infrarenal mid l2 to inf l3. Tilt to left approx 13 degrees. Posterior tilt approx 16 degrees. Probably no migration. Grade 2 perforation. Right anterior strut (3.2 mm outside the ivc) and right posterior strut (3.1 mm outside the ivc) in the retroperitoneum surrounded by fat. Grade 3 perforation. Mid anterior strut is touching the duodenum. Ivc filter retrieval (B)(6)2019. Cook gunther tulip filter. Infrarenal mid l2 to inf l3. Tilt to left approx 13 degrees. Probably no migration. Sheath is visualized next to the filter, but there is no documentation of removal. There are no post procedure images of the abdomen on 05/07/2019 available. There is no cavagram available. Since the filter is still present on the below images from (B)(6)2019, we can assume that it was not removed on (B)(6)201. Ivc filter retrieval (B)(6)2019. Cook gunther tulip filter. Infrarenal mid l2 to inf l3. Tilt to left approx 13 degrees. Probably no migration. Filter is snared and inside the sheath. But there is no documentation of removal. There are no post procedure images of the abdomen on (B)(6)2019 available. There is no cavagram available. However, since the filter (including the anchoring hooks on the stabilizing legs) seems to be entirely within the sheath, we can postulate that it was likely removed. In addition, since there are no post procedure images of the abdomen on (B)(6)2019 available, we can not definitively determine whether there are any retained fragments. However, there do not appear to be any retained fragments on the available images."